Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure the first slide allegedly self activated. There was no patient contact.

Event description:
It was reported that during preparation for a biopsy procedure the first slide allegedly self activated outside the patient. It was further reported that the device was not fired prior to the event. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation the top slide self-activated. An x-ray showed insufficient cannula tang engagement, and upon disassembled it was noted that the left bumper was bent. Therefore, based upon the cannula firing automatically this investigation is confirmed for the alleged cannula priming issue. The bent left bumper possibly contributed to the reported and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).